Manufacturer narrative:
Insulin pump received with a high idle current test, problem isolated to the lcd board. No unexpected battery out limit alarm noted.

Event description:
Customer reported via phone call battery out limit on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.